Manufacturer narrative:
Section b3: date of event: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) exchange was scheduled due to the patient experiencing residual myopia and astigmatism. Through follow-up, it was learned that the patient had a very bad cataract, making measurements challenging, and the surgeon suspected the initial measurements might not have been accurate. On the first day post-surgery, the surgeon dilated the patient's operative eye and the lens was in the correct position. The patient's vision was 20/50, though patient had some corneal edema. At a one-week follow-up, the patient's vision remained at 20/50 with little bit of mild edema, and the surgeon expected improvement. However, upon refracting the patient, the surgeon noted residual astigmatism. When the surgeon dilated the patient and laid him down for surgery, the lens had rotated 90°. The patient's vision was 20/20 on the first day post-operative (op). The surgeon noted that he never had a lens rotate after the first day of surgery. The surgeon left the lens as is and did not end up explanting the lens. The patient is now ok with it. No further information is available.